Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that non st elevation myocardial infarction and restenosis occurred. In (B)(6) 2010, the patient presented with sub-sternal chest pain and was diagnosed with unstable angina (braunwald classification: iiib) and underwent cardiac catheterization which revealed a 3.0 x 36 mm 90% stenosed target lesion located in the mid segment of the saphenous vein graft (svg) to the 1st obtuse marginal branch (om1). It was treated with direct stent placement using a 3.00 x 38 mm taxus liberte stent. Following post dilatation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the patient presented with sub-sternal chest pain and was hospitalised on the same day. ECG revealed st & t wave abnormality and lateral ischemia and the patient was diagnosed with non q-wave nstemi. Furthermore, ck-mb and troponins were also elevated. Coronary angiography revealed an area of 95% in-stent restenosis of a previously implanted stent located in the svg to om1. It was treated with the placement of 3.0 x 28 mm promus drug eluting stent. Following post-dilation residual stenosis was 10%. At the time of event, the patient was taking aspirin and was on open label prasugrel. Study drug was last taken in (B)(6) 2012. The event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication added stent thrombosis associated with non st elevation myocardial infarction.